Manufacturer narrative:
This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.

Event description:
In 2006, the customer reported to bsc that during a colonoscopy procedure for a male pt (age unk) for treatment, the resolution hemostasis clipping device would not release from the catheter after being attached to the bleed site. The procedure was successfully completed with a competitor's device. The pt did not sustain any complications or ill effects as a result of this issue.